Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient began experiencing pain, elevated ions and instability, and a revision occurred. Altr and tendon tears were identified during the revision, as well as black debris to the head and neck junction. The locking ring was also stuck in place and a screw was prominent in the shell. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty a definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 11 years later due to pain, instability, elevated metal ions, complete gluteus minimus tear, bursitis and altr. During the revision it was noted that there was no fluid in the joint but debris present, blackened area consistent with corrosion, locking ring would not disengage, prominent screw in shell with no damage to posterior liner, and sclerotic bone to the trochanteric bone where the area of gluteus minimus was retracted. The head neck, and liner were exchanged, the prominent screw was removed, and the gluteus minimus was repaired with 2 anchors without complications. It was reported that no further information was available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02338. 0002648920-2023-00203. 0002648920-2023-00204. 0001822565-2023- 02339. D10: cat# 00771300900; lot# 62153533; modular femoral stem press-fit plasma sprayed cementless size 9. Cat# 00625006525; lot# 62176522; bone scr 6.5x25 self-tap. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.